Event description:
It was reported that during normal follow up, externalized conductors were observed via diagnostic imaging. No electrical anomalies were detected. Patient was asymptomatic. Based on the images provided to st. Jude medical the conductors do not appear to be externalized. The lead was explanted and replaced. Externalization was noted upon extraction of the lead. Patient condition is good.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were noted at 8.7-10.8cm from the distal tip. Internal insulation abrasion was noted at 8.7-10.2cm from the distal tip. The etfe coating was damaged due to the surgical procedure at these locations.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.